Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the hospital with endocarditis. The physician explanted the entire system, including the implantable cardioverter-defibrillator (ICD), the right ventricular lead, and the right atrial lead. The system was replaced with a leadless pacemaker. The patient remained in stable condition.